Manufacturer narrative:
The customer reported that the multigas unit would not take any readings. They tried to power-cycle the device, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 12/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/28/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 01/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.

Event description:
The customer reported that the multigas unit would not take any readings. No patient harm was reported.

Event description:
The customer reported that the multigas unit would not take any readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit would not take any readings. They tried to power-cycle the device, but the issue persisted. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. Upon powering up, the device displayed "gas line block" and "gas device error" messages. The pump was found to have failed, with an operating time of 35,740 hours, and the gas module was also found to be failing. The pump and fan filter were replaced, and the software and firmware were updated. The device was tested and returned to the customer. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.